Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID:(B)(4), serial/lot #: unknown, ubd: UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding an external device. It was reported that the handset kept giving the patient 'grief' for the last 6ish weeks. The patient representative (rep) stated that they had to turn the handset off and restart it every time they needed to use it because it was not updating with the lockout time. The agent had a very hard time understanding what issue the caller was trying to report. The agent asked the caller multiple times to clarify. The rep noted that the numbers were distorted in a way. The rep confirmed that the handset has been dropped often but, the screen was not cracked, and they did not think the issue was because the handset has been dropped. They did an 'update' on the handset and that worked for '1 round'. The rep stated that something was not communicating right. After a bolus, the handset should say 2 hours left and after an hour and 45 mins, the lockout still shows 2 hours left. The patient had to 'start over'. The rep confirmed that there was 91% lag issue. The agent reviewed the information and walked the rep through closing all applications and clearing data from the handset. The agent reviewed the best practices for the external devices. The patient was connected to the pump, initially saw 'no response' (caller said the communicator is sensitive), and connected to the pump and was in an expected lockout. The patient was at a refill appointment today. The agent reviewed external devices were functioning as expected and to monitor the issue and can call back if further assistance is needed. Additional information was received from the healthcare provider (hcp) reporting that the cause of not updating lockout time/no response was unknown. They stated, "this issue isn't documented. Telemetry shows patient used an average of 9.8 boluses per day and had max 11/day available. No actions/interventions were documented. They were unsure if the issue resolved and that telemetry showed the patient was accessing his boluses.